Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports there were seven safety spike sets that leaked at the interface between the spike and the tubing once the feeding bag was spiked. This issue occurred with multiple patients but the initial reporter was not able to quantify or provide any further patient details.